Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated. All returned devices receive a returned instrument testing evaluation. This evaluation includes functional and electrical testing on the device. The visual inspection was performed and the device passed. The increased intra-peritoneal volume event was identified during the review of the event history log as a high drain 101 alarm was identified; however, the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 08:02:13. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. No additional information is available.